Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H6: method code was updated to 4114. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device (unknown implant driver) was not received for evaluation, but the concomitant implant was. Malfunction of the concomitant implant was confirmed but driver malfunction could not be confirmed. Visual inspection of the as returned implant identified that the internal drive feature and the threads appeared to be stripped. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history reviews could not be performed as the lot and item numbers associated with the reported device (implant driver) were not available. A device history record (DHR) review was completed for the concomitant implant lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the concomitant implant lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title, last name and email address are not provided / unknown. Device not returned to manufacturer.

Event description:
Doctor reports that the unknown biomet driver stripped the bopt6510 implant at placement. Doctor removed the implant and grafted the site. The implant is being reported as a concomitant. Tooth site #30.